Manufacturer narrative:
The reported events were lead fracture and inappropriate shock. A partial lead (only the distal portion) was returned in one piece. The reported event of lead fracture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found via visual inspection an internal insulation abrasion breaching the right ventricular cable lumen with both right ventricular cable coating found abraded and external insulation abrasion breaching the right ventricular cable lumen with both right ventricular etfe cable coating abraded between right ventricular shock coil and superior vena cava shock coil. The cause of the external insulation abrasion was consistent with friction to another device or feature of the heart.

Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation it was discovered that inappropriate shock occurred due to an unspecified lead issue. It was further identified that the lead was fractured. The lead was capped (B)(6) 2015. The patient was in stable condition.